Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and there was contamination under the button contacts. This report is made based on results of investigation completed on 07/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. The battery compartment was cracked between the cap and case seal. The keypad cover was torn but all the buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).